Manufacturer narrative:
Customer reported that a pyxis anesthesia es system unexpectedly stops responding during procedures. Customer stated that after installation of operating system updates the device's behavior did not reoccur. Customer did not disclose any additional information regarding the alleged events. Patient or user harm was not reported. This event is recorded in complaint number (B)(4). A technical support specialist evaluated the device's log files and identified that operating system updates failed to install on 04/24/2023, this caused the device to attempt to install the updates on the day of the event, (B)(6) 2023. The technical support specialist verified the device's drive space and database size and found no errors. The technical support specialist noted a communication error to the server due to a network failure but no windows updates pending installation. Device confirmed to be operational.

Event description:
Customer reported that a pyxis anesthesia es system unexpectedly stops responding during procedures. Customer stated that after installation of operating system updates the device's behavior did not reoccur. Customer did not disclose any additional information regarding the alleged events. Patient or user harm was not reported.

Event description:
It was reported that a bd pyxis anesthesia es system unexpectedly shutting down and rebooting. This has happened during cases and the customer is concerned it could potentially cause harm. Customer stated that after installation of operating system updates the device's behavior did not reoccur. There was no patient harm or adverse event reported.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: a1, b5, d1, d4, d5, e2, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2021 to (B)(6) 2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the station shut down and rebooted randomly due to a failed windows update in the past. The technical support specialist reviewed the logs and confirmed that drive space usage and database size had no signs of corruption. The system functioned as intended after the technical support specialist assessed the device.